Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during initial drain. The hp reported that they observed air bubbles in the patient line and indicated they had pressed go to start therapy before connecting to the patient line. The technical service representative (tsr) had the hp cycle the power on the hc. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient not being connected to the setup when therapy is initiated is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.